Event description:
The MFR received info alleging a pt expired while using an everflo oxygen concentrator. The device has yet to be returned to the MFR for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.